Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/08/2019. Investigation summary: it was reported performance breakage suture. A top foil, a winding former, a paper lid, a needle/suture piece and a suture piece were returned for analysis. During the visual inspection of the sample, the swage and attachment area were noted as expected. Marks on the needle that appears to be by use of the surgical instrument could be observed. The suture pieces presented body fluids and the ends were cut that appears to be by the use of a surgical instrument. Also, the ends of the needles/suture piece and the suture pieces do match. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, the assignable cause of the performance breakage suture was an improper handling.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a partial-flap alopecia and rotation procedure on (B)(6) 2018 and suture was used. During the procedure, the suture ruptured. There were no adverse patient consequences. No additional information was provided.